Event description:
Safety concern related to lack of proper cleaning and disinfection (i.e., stains and odor). The MFR recommendations included surface cleaning and disinfection of coverlets, versus traditional coverlet removal and laundering after each pt. Coverlets have not been removed from mattresses since purchase. Upon further inspection of pad and mattress beneath coverlets, staining, crusting, and foul odor were identified. FDA safety report ID # (B)(4).